Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre reader was dropped and sustained damage and it would not turn on with the button press or by test strips insertion. The customer experienced a medical on (B)(6) 2021 as a result of not being able to monitor their blood glucose and received unspecified third-party treatment. There was no further information was reported. There was no report of death or permanent injury associated with this event.